Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the lead had moved and the health care professional decided to replace the whole device instead of just the lead on (B)(6) 2019. No symptoms was reported and no further complications were noted or anticipated